Event description:
It was reported that during the procedure, this right atrial (ra) lead exhibited impedances of greater than 3000 ohms. The lead was extracted and repositioned, however, testing continued to show the impedances were still greater than 3000 ohms. The lead was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This lead is expected to for return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections observed a bent inner coil which is consistent with over-torque and helix extension/retraction difficulty. Analysis found no evidence of a device deficiency or damage outside the bounds of normal medical use.

Event description:
It was reported that during the procedure, this right atrial (ra) lead exhibited impedances of greater than 3000 ohms. The lead was extracted and repositioned, however, testing continued to show the impedances were still greater than 3000 ohms. The lead was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This lead was received for analysis.